Manufacturer narrative:
The sample was drawn into plastic 3 ml bd lithium heparin tube with gel and centrifuged at 4000 rpm for 10 minutes at room temperature. The customer noted that the patient sample was centrifuged, aliquoted, and then centrifuged again. Per the customer, the three levels of accutni qc resulted within the customer's established ranges on the day of the event. System checks were performed on (B)(6) 2011 and (B)(6) 2011, which resulted within specifications. A field service engineer (fse) was dispatched on (B)(6) 2011 and performed a preventive maintenance (pm) which was due on (B)(6) 2011. The fse also performed a system check and a performance test which all met specifications. A root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high troponin (accutni) result above the ami cut-off on one patient sample that was generated by the access 2 immunoassay system. Results within the normal reference range were obtained upon repeat analysis. The erroneous result was not reported out of the laboratory. The customer did not report affect to patient or user attributed or connected to this event.